Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer's blood glucose level was 1100 mg/dl to "high" and they experienced diabetic ketoacidosis. Customer administered a manual injection to address the issue and went to the emergency room (ER) with high ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Customer still in ER at time of report and declined follow-up, so no release date could be obtained. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Updated b5; updated product problem to yes, add MDR code 2917 - device sensing issue, remove MDR code 2993 - no known device problem.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1190 mg/dl and diabetic ketoacidosis; cause was not known. Customer administered a manual injection to address the issue and went to the emergency room (ER) with high ketones identified as life-threatening by a healthcare provider. Customer was treated with intravenous fluids of saline and insulin, resolving the issue with no permanent damage. Customer still in ER at time of report so no release date could be obtained.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.